Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the insertion of a urinary foley catheter, when inflating the balloon, the balloon burst and the sterilize water went to the patient body and to the mane stream catheter. Nurse informed and removed the defaulted catheter and introduce another one.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6) nhs trust this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the insertion of a urinary foley catheter, when inflating the balloon, the balloon burst. And the sterilize water went to the patient body and to the mane stream catheter. Nurse informed and removed the defaulted catheter and introduce another one.